Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed. Non-conformances were identified related to device malfunction and will be handled through mentor's quality system. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Reason for device explant and/or reoperation: early onset seroma and device extrusion. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old caucasian female patient underwent a breast augmentation revision with a 380cc mentor smooth round high profile saline breast prosthesis and developed early onset seroma/hematoma on the right side post-operatively. The seroma fluid/hematoma was drained on (B)(6), 2022. It was also reported that the patient experienced implant exposure on the right side. As a result, the patient underwent explantation on (B)(6) 2021.